Event description:
The patient underwent a painless gastroenteroscopy on (B)(6) 2026. The patient was admitted to the room with stable vital signs. He was given an indwelling intravenous infusion. Just after the cannula was inserted into the dorsal vein of the hand, venous blood emerged from the dorsum of the hand. The cannula was withdrawn and pressure was applied to the puncture site. Examination revealed that the plastic tubing of the cannula was partially ruptured. The cannula is replaced with a new one.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.